Manufacturer narrative:
The reagent lot numbers and expiration dates were not provided. It was determined that there was an issue with the preclean 1 lss sensor, and it was replaced. Functional and performance checks, including an assay performance check (apc), were performed and passed successfully. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of analyzer alarms and questionable results for patient samples and qc material from the cobas 8000 - cobas e 602 module. The samples were repeated on another module. Sample 1 initial total psa result was 2.51, and the repeat result was 7.85. Sample 2 initial cortisol result was 54.6, and the repeat result was 12.97. Sample 3 initial cortisol result was 52.53, and the repeat result was 15.72. Sample 4 initial total psa result was 1.65, and the repeat result was 4.18. The units of measure were not provided.